Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2015. Manufacturing site eval: the plasmapore coating is porous titanium. Its function is to improve the boney ongrowth and ingrowth and hence osseointegration. The coating has been tested and certified. It is acceptable that some particles fall off inside the packaging. The device history file has been checked for lot 51715252. There is no indication for a manufacturing error or material defect. No other incidents have been filed with products from this batch. The user has interpreted the particles as a product defect. The particles are a side effect from this cementless implant with enhance coating. Corrective action: not necessary.

Event description:
Country of complaint: (B)(6). Intervention on (B)(6) 2015 of knee total prosthesis. Upon opening the femoral component, it was noticed that there was a small foreign object inside the inner package. Pathology laboratory reported that the object was a piece of metal.